Event description:
It was reported that, during a cataract extraction with a single piece preloaded monofocal intraocular lens (iol) implantation into the patient's right eye. A small black thread was observed hanging from the incision site after implantation. Upon further inspection under the microscope, the thread was identified as being attached to the haptic of the implanted iol. The thread was removed by cutting it free from the haptic, and the physician continued to evaluate the lens, determining that there were no concerns with the iol following removal of the thread. The product was discarded, and no patient or user harm was reported. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.